Manufacturer narrative:
(B)(4). Only year known: 2023. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. DHR (device history review) is pending for lot #122c72. When the DHR is completed, a supplemental medwatch will be sent. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? Nil. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Nil. How was the procedure completed? Opened new ntlc and proceeded with procedure as usual. Was there a surgical delay? None ¿ just required to open new ntlc and reload. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the device failed to fire. No staples formed. No further information.